Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Post op x-ray discovered the tip of the corail stem inserter had broken off and remained in the patient. The patient was brought back to surgery and the tip was removed.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. The stem inserter was cyclically loaded in reversed bending, likely due to repeated slightly off-axis impactions in the two possible orientations, resulting in high stress low cycle fatigue crack initiations and propagation to failure. No evidence of material or manufacturing defects was observed that could have contributed to the failure of this component. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; 3 images were received. Examination of the provided x-ray images confirms the fractured tip of the summit angled inserter is in the patient above the top of the femoral stem. No device fracture, disassociation or anything else indicative of a product problem is identified. In addition, the date code cv0803 indicates the instrument was manufactured in august of 2003. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.